Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 06/21/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a lobectomy, the device jaws could not be re-opened smoothly and eventually became unable to be re-opened for further applications. There was no patient harm and another device of the same type was opened and used to successfully complete the procedure.

Manufacturer narrative:
(B)(4). The reported condition of the jaws not opening was not confirmed. Mechanical function of the latch mechanism was acceptable. The jaws opened and closed normally when the latch was retracted and released. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.